Manufacturer narrative:
The insulin pump was received with unresponsive up button due to moisture on the keypad trace. Unable to perform displacement test and failed battery test due to unresponsive button. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. Customer also reported receiving a failed battery test. Customer's blood glucose level at the time 8.5 mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.